Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. Since the patient had recently under gone a replacement procedure for normal battery depletion, an exploratory procedure was performed to check the connection. During the procedure it was noted that the setscrews were not loose. The cause of the high out of range shock impedance measurement was not able to be identified. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.